Manufacturer narrative:
The article did not report the upns and lot numbers; therefore, the device manufacture and expiration dates cannot be determined. Patient code (B)(4) (no code available) is for the reported events of intraprocedural adverse events, pericholecystic collection, acute coronary syndrome, and pneumoperitoneum. Device component code relates to problem code for the reported event of stent blocked/occluded. Literature source: teoh, anthony yuen bun, et al. "Endoscopic ultrasound-guided gallbladder drainage reduces adverse events compared with percutaneous cholecystostomy in patients who are unfit for cholecystectomy." Endoscopy 49.02 (2017): 130-138. Doi http://dx.doi.org/10.1055/s-0042-119036 the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware multiple events involving the axios stent and delivery system through the article "endoscopic ultrasound-guided gallbladder drainage reduces adverse events compared with percutaneous cholecystostomy in patients who are unfit for cholecystectomy" written by anthony yuen bun teoh, et al. According to the literature, this study was a 1 : 1 matched cohort study of all patients who were unfit for cholecystectomy and underwent endoscopic ultrasound (eus)-guided gallbladder drainage (egbd) or percutaneous cholecystostomy for acute calculous cholecystitis. The study took place between november 2011 and august 2014 and included 118 patients, of whom 59 underwent egbd and 59 underwent percutaneous cholecystostomy. Of those who underwent egbd, 30 were male and 29 female and the mean age of these patients was 82.7 years. Egbd was performed by placing an axios stent transgastric or transduodenal to the patient's gallbladder and then emptying the gallbladder with suction and irrigation; 36 patients had the stent placed transgastric to the gallbladder through the antrum of the stomach, and 23 had the stent placed transduodenal to the gallbladder through the first part of the duodenum. The article reported that three patients treated with an axios stent and delivery system suffered from multiorgan failure, 2 patients developed pericholecystic collection, 2 patients experienced acute coronary syndrome, 3 patients suffered from pneumonia, 2 patients experienced bleeding, 2 patients developed urinary tract infection, 1 patient experienced stent obstruction, 3 patients suffered intraprocedural adverse events, and 2 patients suffered from self-limiting pneumoperitoneum and were treated conservatively the article did not provide any additional details regarding any of these events. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.